Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced common compute controller (ccc) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in via lighthouse log reviews, error 1013 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected with localhost: 8050, all values were within expectation. Then ten power cycles were performed, the ccc left in the golden system to idle for 1 hour with no issues found. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting ¿ pre anesthesia of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) while setting up for a procedure to report they have issues with the tower and error 1013 was presented. Prior to calling, customer stated they had some messages saying the blue fiber cables were not connected. Tse walked the customer through a hard power cycle on all carts and reseated all blue fiber cables. The system powered back on but the issue persisted and error 1013 was still present. Customer confirmed the power button led on the tower was blinking blue. The power button on the robot and console were solid blue. There was no patient involvement.